Event description:
The nurse reported that when she was using a medela breast milk transfer lid, the nurse had difficulty inserting the syringe into it. The nurse made a second attempt and a portion of the plastic broke off the syringe tip and ended up in the breast milk. The broken transfer lid was bagged up and the breast milk (along with the plastic piece of syringe tip) was discarded. The broken transfer lid is available if the manufacturer would like to inspect it.